Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while on ilet therapy, disconnected from the pump, administered a manual subcutaneous insulin injection using a pen, then reconnected and performed a full supply change of cartridge, connector, and infusion set; there were no device alerts or visible leaks, and the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia with associated dizziness, headache, and nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.